Event description:
Product analysis was performed on the suspect device. Initial data download indicated low impedance from (B)(6) 2024 with high impedance seen on (B)(6) 2024, the date of explant. The last recorded magnet swipe was seen on (B)(6) 2024. An interrogation, system diagnostics test, and 24-hour monitoring was performed but the output signal ceased. Output signal monitoring was performed again but the signal ceased again. The first monitoring session showed a few bursts at the start, a prolonged period of no bursting, then a burst toward the end of the capture after manipulating the ipg. The second monitoring session showed three bursts at the start. The device was then set up to monitor for 90 hours and the signal did not return. The dut was opened and half the case was removed. The reed switch measured 1.38m ohms in an opened condition and 0.5 ohms in a closed condition. A magnet was placed on the dut at various time periods in an attempt to force the reed switch closed and the reed switch was released upon removal after the magnet. The battery was removed from the dut pcba and reassembled but the reed switch was not duplicated. Product analysis worksheet was reviewed and low impedance was seen on (B)(6) 2024, this is a known symptom of the closed reed switch condition. Wandcomm data was reviewed and no anomalies were seen. Data dump was reviewed and the last impedance change occurred on (B)(6) 2024 from 12046 ohms to 12033 ohms on (B)(6) 2024. Low impedance was seen several times during implant, as this is a known symptom of the reed switch condition. A comprehensive automated electrical evaluation (shows ifi=no condition) was performed. The device did not perform according to specification as the first fet for magnet detection was low, the second fet passed, and the third fet showed no output signal, suggesting the reed switch is stuck closed. The reed switch closed was not replicated after the dut was cut open.

Manufacturer narrative:
F10, corrected data: initial report inadvertently omitted code a090407 and a second set of codes a072102, a072202.

Event description:
Additional information was received that low impedance was seen again in pre-op. During surgery, after generator replacement, impedance was normal and the lead was not seen to be compromised and was not replaced. Additional internal generator data was received and reviewed.

Event description:
After further review, it was determined that this report is related to a reed switch malfunction. This was determined as low impedance was not seen during titration mode but once switched to regular mode, low impedance was seen, which is indicative of a reed switch malfunction. Device history records were reviewed for the generator. The device passed all functional specifications and quality tests and were sterilized prior to distribution.

Manufacturer narrative:
This report is related to MFR report #1644487-2024-01445. H11: corrected data: supplemental report 1 inadvertently omitted the MFR report # that this report is related to.

Event description:
It was reported that the patient was doing well with titration after implant and focal seizures were reduced, but three weeks after implant the patient began experiencing a new seizure type that started as focal and transitioned to convulsive. The magnet was swiped and the seizure activity went from general tonic-clonic back to focal and has continued to be that way. At a later follow up, it was noted that the patient began having irritability issues and seemed frustrated with quick mood changes lasting 20-60 minutes and restless sleep. The patient was crying out during sleep with seizure activity following around 30 seconds after being upset. The generator was disabled and the patient was referred for surgery. X-rays were taken and were negative for any discontinuity but have not been received for review. Internal generator data was received and reviewed where low impedance was seen. Additional information was received that the physician is unsure of the cause of the irritability and new seizure type. The referral for surgery was noted to be for patient comfort only. The patient has not had any recent trauma and no error codes or messages were seen upon interrogation. Device history records were reviewed for the lead. The device passed all functional specifications and quality tests and were sterilized prior to distribution. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.